Manufacturer narrative:
Pr (B)(4) initial emdr submission. A device is anticipated for investigation. Once the investigation has been completed a supplemental emdr will be submitted for the investigation results. If any additional information is received a supplemental will be submitted with those details.

Event description:
It was reported that the instrument was broken, fell apart, and had broken wires. No patient injury reported.

Event description:
It was reported that the instrument was broken, fell apart, and had broken wires. No patient injury reported.

Manufacturer narrative:
(B)(6) supplemental emdr. Investigation results: the j00 sample was examined. The cable-wire was broken at the clamp jaw end weld point, specifically at the point where cable wires are crimped and placed into the clevis. However, multiple signs of third party repairs were noted on the j00 samples. First, the cable wire itself was non-v. Mueller and of a different design. The welded hinge points and the swivel points were noted to be broken and re-welded and in likely a different method of welding because surface imperfections and discoloration were observed around the re-welded areas. Second, the handle cap at the handle end was noted to be screwed on loosely as it moved around loosely. Third, the surface finish around the etching was faded and boxed off indicating probable use of strips of tape over the etching during surface re-finishing as part of the repair process. The cable was likely the only part replaced and it appeared that the modified cable was thicker, larger, and was squeezed/crimped forcefully into the original mounting clevis points, which would compromise the integrity of the wire right away. This was evidenced by the intact cable/clevis end at the handle body. The repair marks and modifications did not match original specifications and thus appeared to be performed by an unauthorized third-party repairer. It could not be verified if the functional aspect of the repair was like normal due to the broken cable. The sample was rendered completely non-functional. The probable root cause of failure on the j00 sample was due to improper third-party repairs. H3 other text : evaluation has been performed.